Event description:
The customer reported approximately 100 milliliters (ml) of fluid leaked from the bottom of the unit with vacuum under limits error involving access 2 immunoassay system. The customer had on gloves and personal protective equipment (ppe) and cleaned up the fluid with paper towels. The customer has an exposure control/risk management plan at the facility. The customer performed troubleshooting and noted the fluid appeared to have overflowed and accumulated under the wash tower, but the fitting to the wash tower and nozzle were secured. Beckman coulter customer technical support (cts) advised the customer to check the vacuum pressure. The customer stated pressure would build up but not hold. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) tracked the failing vacuum test to leaking tube connection on the pipettor wash tower waste tubing. The fse fixed the connection and received a passing vacuum test. Service activity was performed and verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).